Manufacturer narrative:
E1: (B)(6). Name: abbvie inc street: 1 north waukegan road north chicago city: north chicago state: il zip code: 60064 country: united states of america. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient acted in unhygienic manner and did not wash his hands, additionally patient had abscess which was drained by family doctor in health clinic and received oral antibiotic treatment for two weeks.